Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being included on this follow-up #01 MFR report: 3005168196-2019-01997. This report is associated with MFR report number: 3005168196-2019-01998.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a pre-nephrectomy coil embolization in the left renal vein and left renal artery using pod packing coils (podjs) and a lantern delivery microcatheter (lantern). During the procedure, the physician had successfully placed five coils in the target vessel using the lantern. While advancing the next coil, a podj, through the lantern in the target vessel, the physician experienced resistance, and it became stuck; therefore, the physician decided to retract the podj. It was reported that not one centimeter came out of the tip of the lantern. While retracting the podj, the podj tore; therefore, the lantern containing the torn podj was removed. The procedure was completed using another lantern and pod packing coil and six ruby coils. It was noted that reduction of renal blood flow on the left side was successful as previously intended for the subsequent nephrectomy procedure. There was no report of an adverse effect to the patient.